Event description:
The co's report indicated that in 2004, the physician reported delayed bone healing post high tibial osteotomy for varus alignment of right knee 3 months earlier. Per surgeon, pt had signs of acute inflammatory infection evidenced by draining sinus (no growth) 2 months post op. The condition recurred before the co's report date. It also stated that an arthrex osteotomy plate with four screws was utilized to fixate the bone. Pt elected to repeat surgery using autograft one week after surgeon reported event to the co. (Reference co's MDR# 1651491-2005-00002). Attempts to obtain the part number involved have been unsuccessful. The actual arthrex part number used is unknown, the pt number referenced is only assumed from the info available in the maude database. This device is used for treatment.